Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was an area of in-stent restenosis of an unspecified stent located in the moderately tortuous and severely calcified iliac artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with this device and removed successfully. There were no patient complications nor injuries reported. Patient was in good condition after the procedure.